Event description:
It was noticed during application training that when the unit was set up to do 3 digital tilt ranges with a gap between the ranges it scanned and reconstructed images for the entire area including the gaps between the selected area.